Event description:
A customer reported an altitude alarm 21 on their insulin pump. Their blood glucose levels remained between 54-500mg/dl, indicating no adverse impact. The customer's insulin delivery was suspended, and technical support provided instructions to clean the pump and troubleshoot the issue by attempting to load a new cartridge. These attempts were unsuccessful, and the altitude alarm recurred. Customer reverted to using an alternate method of insulin therapy.